Event description:
In 2009, this pt received abdominal aortic aneurysm repair with an unk device (manufacturer unk) which required a reintervention the following month, due to thrombosis. This was treated with a left to right femoral, femoral bypass procedure (device manufacturer unk), a palmaz balloon-expandable stent and a gore excluder aaa endoprosthesis contralateral leg component. In the recovery room, the pt experienced persistent pain. The pt was taken back to the operating room for further exploration and repair. A small localized right external iliac dissection was repaired with a 7 x 50 s.m.a.r.t. Control stent system. Bilateral limb extensions are performed with gore excluder aaa endoprosthesis contralateral leg components on the right and left. The pt tolerated the procedure. An arteriotomy was performed on the left common femoral artery using an 8 mm ringed ptfe graft due to the limb ischemia which restored blood flow.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Add'l device implanted.